Event description:
It was reported that during a da vinci-assisted surgical procedure, an error occurred. The customer rebooted the system, but error 31057 occurred repeatedly, and the system was inoperable. The surgery was converted to open. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred during a breast cancer surgery. The procedure was converted to open, and there was no additional impact to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event and found that some liquid splashed and seeped into patient side manipulator (psm)1. Psm1 was not functioning properly and errors 32100 and 319 occurred repeatedly. Psm1 was replaced to resolve the issue. The system was tested and verified for use. The system was tested and verified as ready for use. Isi did receive the da vinci product involved with this complaint to perform failure analysis; however, the failure analysis investigation has not been completed at the time of this report. A review of the site¿s system logs revealed errors pointing to psm1.

Manufacturer narrative:
The investigation has been completed. No additional findings were observed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The patient side manipulator (psm) was received for failure analysis. The reported communication failure issue was confirmed and replicated. Upon visual inspection, a moderate amount of fluid intrusion could be seen along one side of the sterile adapter mount. The unit was installed and immediately triggered communication and node not present errors. The psm motorpack was disassembled and there were heavy amounts of fluid intrusion found on the printed circuit assemblies, and the contacts were seen to have been corroded due to fluid intrusion. The event investigation is in progress.

Event description:
Refer to h11 for follow-up information.